Manufacturer narrative:
Another catalog number was involved in this event: catalog number, 124648000, lot number 765090, MFR date, 03/16/1995. Both catalog numbers are on the initial baseline report submitted 10/11/1996 under 1818910-1996-00035. The investigation is still on-going. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
Complainant claims the acetabular polyethylene liner failed.